Event description:
It was reported that pump generated cartridge alarm 20, and caller noted prior similar cartridge alarm issues with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate insulin method if necessary, while technical support arranged replacement pump under warranty, confirmed shipping details and signature requirement, provided instructions for storage mode and pump return within 10 days, and advised customer to program pump settings and reconnect continuous glucose monitor once replacement pump was received.